Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 817mg/dl. The customer stated that she was incoherent. The customer's recent glucose reading was 109mg/dl. During the call the customer mentioned that the insulin pump was stolen while staying at the hospital. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.